Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a 24 hour secondary infusion of epoch was programmed to infused at 48 ml/hr. The user noticed that the drip chamber of the primary line was filled with epoch and could not witness the fluid dripping. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the secondary back flowed into the primary was confirmed. The primary and secondary sets were visually inspected and no anomalies were observed. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in discovery of a 0.00500¿ long cellulose particle located between the housing seal area and the affixed silicone diaphragm disk. The root cause of the back flow is a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.

Manufacturer narrative:
500ml hospira bag ndc 0409-7983-03, lot number 74-601-fw, exp 1 feb 2019, 0.9% nacl; 10ml bd syringe ref 306546, lot 7088799, exp 2020-02-29, 0.9% nacl; 1000ml b.braun ndc 0264-7800-00, lot number j7e129, exp 11/19, vincristine, etopside, doxorubicin the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.